Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
A right heart catheterization was performed secondary to patient chest pain unrelated to the cardiomems sensor. The sensor was recalibrated and the mean was increased by 13.1 mmhg. Accurate readings were observed under the manufacturer's patient care network database.